Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The fixation pin in the articulating screwdriver has fallen out and will not stay in when repositioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. The supplier's investigation determined the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. The supplier reviewed the device history records and determined the product was manufactured out of the correct material and to all print specifications. Product development (cpd) was notified of the complaint and the supplier's investigation report. A two-year search of the complaint database did not identify a trend for the pin falling out. Corrective action not indicated at this time. Complaints will be monitored under post market surveillance sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.